Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown/not provided, best estimated date is (B)(6) 2019. Device manufacture date: year 2017. The system was evaluated by a johnson & johnson phaco specialist visited the account. The specialist provided surgery support and verified surgeon settings. There were no issues observed and all cases observed were completely successfully. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear resulting in a vitrectomy surgical procedure. The surgery center indicated there was a small tear in the capsule bag during the irrigation/aspiration cortex segment. The surgeon indicated has been using the same settings and same model for years without incident, however, was not sure what caused the event and felt it may have been patient related. This is 1 of 2 reports.

Manufacturer narrative:
Additional: in initial report, the manufacturer year was only provided, however the full date is 08/01/2017. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.